Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device displayed a 'shorted lead' message upon interrogation. Device assessment demonstrated significantly decreased pacing impedance and no ventricular pacing output.